Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled defibrillator change out procedure. During the procedure, the physician noted that the right ventricular lead exhibited externalized conductors. The lead electrical function was stable, so the physician elected to connect the lead to the new device. The patient tolerated the procedure well.